Manufacturer narrative:
According to the above investigation, no manufacturing defects were found in the review of manufacturing records of this lot of products. Based on the obtained information, it was presumed that external force applied to the catheter exceeded the product's design limit while the balloon was ruptured and trapped in the very tight lesion (90% stenosis and moderate calcification), causing separation at the distal shaft (plastic outer body). In this case, the balloon material could have been weakened and ruptured due to interaction with the calcified lesion. Based on above investigation, the product incident cannot be attributed to manufacturing, design or labelling causes. It is highly likely that unique patient lesion morphology including angulation and calcification contributed to this incident. However, the root cause of this complaint could not be fully ascertained since the clinical situation could not be duplicated in our analysis lab. This complaint has been shared with the manufacturing and engineering teams. We will keep the complaint on file for future statistical analysis and monitoring. No corrective action is required at this time. There is no evidence of a product malfunction, inadequacy in the IFU, or a manufacturing defect.

Event description:
During pci to the proximal lad which was calcified, the sapphire ii pro semi compliant balloon was used to predilate the lesion (2.0x10mm). The balloon burst within the calcified segment and was trapped. We had difficulty in withdrawing the burst balloon. After several pull attempt, the trapped balloon snapped and detached from the shaft. We used another balloon to anchor the entrapped balloon shaft in the guiding catheter and retrieved the whole system successfully.